Manufacturer narrative:
Other applicable components are: product ID 3888-33 lot# va0mp83 implanted: (B)(6) 2014-explanted: (B)(6) 2016 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain and radiculopathy. The patient st ated that towards the end of 2015 their wires began moving off of their spine so a paddle lead was implanted via a laminectomy. A new ins and paddle lead were implanted on (B)(6) 2016. No further complications were reported/are anticipated.